Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient was discharged to home after device implant. A few days later, the patient received a shock from the device and died that same day at his home. The cause of death has been requested and not received.